Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed. However a secondary issue was noted; the test strips were found to have results above range when tested with control solution. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on an unknown date in (B)(6) 2016. The patient manages her diabetes with insulin (self-adjuster) and reported that she made no changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that on an unspecific date and time she developed the symptoms of " shaking, sweaty, nervousness and fainted". The patient reported that on (B)(6) 2016, 01:45pm she received health care professional (hcp) advice to alter her insulin dose by an unspecified amount. At the time of troubleshooting the cca noted that this was not the first time the meter was being used, there was no misuse of the meter the correct testing steps and test strips were being used. Cca noted that the error 2 message did not reappeared after pressing the power button. The product issue remained unresolved after walking through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive for an acute complication of diabetes while using the product.